Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that the patient underwent right hip arthroplasty on (B)(6), 2012. Subsequently, the patient was revised on (B)(6), 2014 due to impingement. The epoly liner and head were removed and replaced.